Event description:
Customer reported that the insulin pump alarmed button error. The alarm has occurred 2 times in the last 30 days. Customer stated that the buttons are not responding and the insulin pump was delivering and suspending a bolus on its own. Customer stated that she has experienced high blood glucose for the past two days because she is on manual insulin injections due to the keypad issue. Blood glucose value was between 315 and 320 mg/dl. Customer also reported that the device has a crack on the right top corner of the case. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.